Manufacturer narrative:
Visual investigation: the cage was provided for investigation, broke into two pieces. The fracture surface did not show any hints for a material failure like knit lines or blowholes. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures: the most likely root causes for an implant fracture during surgery are when the surgeon does not prepare the disc space sufficiently, if a too large implant is chosen, if too much manipulation is done or too hard insertion force applied. Due to the investigation results the root cause is most probably usage related. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturer evaluation: investigation on going. Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a tspace peek implant (5° angle, 26 mm length, 11.5 mm width, 11 mm height) was used during a surgical procedure. According to the complainant, the implant fractured while attempting to place in the disc area. The device was removed from the patient, and the procedure was completed using a replacement device. The procedure was delayed approximately twenty (20) minutes. The patient was noted as having "mild" injuries. The treatment was indicated as having been fine. No further complications were reported as a result of this event. The event is filed under aag reference (B)(4).